Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz2836 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC catheter was punctured on (B)(6) 2021. Because the patient was hospitalized for a long time and it was difficult to establish a peripheral vein, the PICC was punctured for intravenous infusion. On (B)(6) 2022 around 9:30 in the morning, the responsible nurse (n1 nurse) found that the resistance of the PICC pipeline was relatively large when flushing the PICC pipeline. Report to the doctor and follow the instructions to re-establish the peripheral venous access and then pull out the PICC catheter (this catheter was indwelled for 303 days), the nurse found the catheter to be broken during the normal (without too much force) removal. The catheter was placed into the body about 31cm, and it broke when 2cm was pulled out, and about 29cm remained in the patient's body. Immediately report to the doctor in charge and contact the interventional department for consultation. On (B)(6) 2022, the PICC will be positioned at noon. On (B)(6) 2022, the patient will be sent to the dsa room at noon for catheter retrieval. 2cm of catheters will be removed through the femoral vein.